Event description:
A 28 mm diameter x 16 mm diameter x 15.5 cm lenth aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2001. Aneurysm and vessel morphology are unknown. It was reported that a recent follow-up demonstrated aneurysm enlargement without evidence of an endoleak and the physician elected to explant the stent graft in 2004. No additional sequelae were reported and the pt is fine. Medtronic has received the explanted stent graft and its analysis is pending.